Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., h.6. Device analysis:analysis of the returned device identified a crease fold, an opening on the posterior, calcification (approx. 15%) and black mold in the shell (approx. 15%). A leak test and microscopic analysis was performed which identified a striated opening and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side deflation and "concern with product." Healthcare professional overfilled volume by 100cc. Device has been explanted.

Event description:
Healthcare professional overfilled volume by 100cc.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and "concern with product." Device remains implanted.